Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the epicardial (left ventricular) (lv) lead. The lead was capped and replaced with a lead which was implanted transvenously and tunneled to the abdominal pocket. No patient complications have been reported as a result of this event.